Manufacturer narrative:
Patient had 2-level tdr at l4-5 and at l5-s1. Then experienced progressive scoliosis with back and leg pain 1-year out. Charite was removed and patient had 1-level posterior fusion at l4-5 with interbody cage. Scoli corrected from 47-degree to 25-degree with significant improvement of pain. Using two charite implants in one patient is an off label use. Charite is approved for use as a one level implant only. Surgeon implanted two discs. This goes against the information that is recommended in the instructions for use (IFU) supplied with each device. No conclusion can be made. At this time, no connection can be made between the reported event and any shortcoming of the device. (B)(4).

Event description:
A paper was recently published (spine vol. 14 (B)(6) 2011) discussed removal of the (charite) artificial disc. Four cases were documented. The specific information was very limited and it could not be determined if these cases have been previously reported to depuy spine. As a result for complaints were entered into our database and MDR filed to document these events.